Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for degenerative disc disease /herniated disc pain. It was reported that the patient's therapy had stopped suddenly and they saw a power on reset (por) error code after he had returned from his healthcare professional (hcp) and his back started to hurt. It wasnoted that the patient falls all the time. No recent medical test or emi environmental exposure was reported. Patient services reviewed the meaning of the por but the por was not cleared. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.